Event description:
It was reported bd phaseal optima connector (c35-o) had a separation of the connector and luer mating component. The following information was provided by the initial reporter: "patient called us into room stating IV had come unattached. Upon further inspection, IV line had detached from chemo connector."

Manufacturer narrative:
H.6. Investigation: two photos were received for the investigation. Upon visual inspection, an injector and luer tubing is observed. The photos do not show the luer lock on the injector or the connector. In order to determine any failure that may have caused the disconnection, we would need to perform dimensional tests on the luer lock thread of the affected injector. The DHR review could not be performed due to an unknown lot and could not evidence any nonconformities during the manufacturing process that may have contributed to this problem. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and there is no damage to the product.

Event description:
It was reported bd phaseal optima connector (c35-o) had a separation of the connector and luer mating component. The following information was provided by the initial reporter: "patient called us into room stating IV had come unattached. Upon further inspection, IV line had detached from chemo connector."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. It is recommended to ensure that luer connections are tight enough before use the products. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.